Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
A manufacturing representative reported that an open circuit was measured on one lead, but the patient's other lead was fine. The manufacturing representative wanted to know if the health care provider (hcp) should turn the lead with the open circuit off. The hcp planned to order scans and a revision was likely. No cause of the high impedance, troubleshooting, or interventions were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.